Event description:
It was reported that prior to starting a da vinci si surgical procedure the cadiere forceps instrument was not recognized by the system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
According to additional information received from the reporter of the complaint on (B)(4) 2013, no patient has returned with post-surgical complications. He indicated having no knowledge of missing main tube insulation. No further information was provided.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed scratches on the main tube not reported by site. The distal end of the main tube has various scratch marks with light material removal. Engineering concluded that damage was likely due to mishandling. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if pertinent additional information is received. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.